Event description:
It was reported that the impedance increased on the svc coil and there was noise noted on the right ventricular lead. The lead was to be replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: alert and event dates corrected. Added ICD as other device. Evaluation summary: (B)(4) distal conductor fractured. Defib conductor fractured and distorted. Blood in/on helix mechanism. Full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.